Event description:
A malfunction was reported on the pump by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, assisted the customer with the process, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.